Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device would not toggle and the stitch came off the needle. The device was replaced to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device would not toggle and the stitch came off the needle. No device component was disengaged into the patient's cavity. The device was replaced to resolve the issue and complete the case. There was no patient injury.